Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("headaches\migraines"), headache ("headache"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("psychological or psychiatric problems condition: depression"), pain in extremity ("arms pain"), musculoskeletal pain ("shoulder pain") and breast pain ("breasts pain"). The patient was treated with surgery (salping. (Bilateral) (interpreted as salpingotectomy), hyst.(full) (interpreted as hysterctomy)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, migraine and headache had resolved, the psychological trauma, vaginal haemorrhage, depression, nausea, vaginal discharge and fatigue outcome was unknown and the pain in extremity, musculoskeletal pain and breast pain was resolving. The reporter considered abdominal pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for events- pelvic pain female, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), abdominal pain, menorrhagia, metrorrhagia, uti, vaginal infections. Discrepancy noted in date of insertion (B)(6) 2007 and 2008. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test results : bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, nausea, vaginal discharge, fatigue, arms pain, shoulder pain, breasts pain. Onset date of event menorrhagia, dyspareunia, dysmenorrhoea, migraine, headache, fatigue, pelvic pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), migraine ("headaches\migraines") and headache ("headache"). The patient was treated with surgery (salping. (Bilateral) (interpreted as salpingotectomy), hyst.(full) (interpreted as hysterctomy)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, migraine and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for events- pelvic pain female, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), abdominal pain, menorrhagia, metrorrhagia, uti, vaginal infections. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test results : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: case become incident, previously reported event injury to herself was deleted, newly added events- pelvic pain female, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia, metrorrhagia, psychological trauma, uti, vaginal infections, headaches\migraines, product indication were updated, essure insertion date were updated and removal date was added, reporter was added, consumer address were updated, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.